Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Receipt of the device is pending. The investigation is currently in progress.

Event description:
It was reported that the device could not be removed from the guidewire. There were no anomalies noted during the prep of the device. There was no report of any damage noted to the box, pouch, hoop or balloon sleeve or no difficulty removing the balloon sleeve. There was no report of any kinks or damage noted to the device prior to use. The physician was intervening on a right leg. A contralateral approach was made. A 5f vista brite tip 35cm sheath was inserted into the patients left groin and used to go up and over to the desired right side. The vessels were calcified. There was some sfa and distal popliteal disease, but nothing significant. The patient had a few centimeters of perennial visible, however at & pt vessels were occluded. Distally the tissue was being fed by collaterals only and there was no point of reconstitution observed. It is unknown if there were stents present within the treatment site or tracking path. The physician opted to treat the patient with a 9g porter wire and the complaint device, a sleek 2.5 x 220 device. The guidewire was advanced to the lesion with difficulty. The complaint device was then advanced. It is unknown if there was any difficulty advancing the complaint device. The complaint device was inflated twice. An inflation device was used to inflate the complaint device and it is unknown if this device was used successfully with other devices. The complaint device was then attempted to be removed from the wire however the device could not be removed. It is unknown if the balloon was fully deflated before attempting to remove the device. Guidewire access was lost and the device and sheath had to be removed and manual pressure held. The device did not separate at any time during the procedure and was removed in one piece from the patient. Reportedly the wire was kinked and there were no kinks noted to the device during or after use. It is unknown if force was required when using the device and unknown how many times the device was inserted into the patient. The procedure was discontinued as a result of access being lost. It is unknown if the procedure was rescheduled. It is unknown if the patient experienced any complications as a result of the failure with the device. After the procedure the physician tested the products once they had been removed from the patient and some pieces broke during this testing outside of the patient. Reportedly the physician and staff acknowledged issue was potentially with the porter guidewire. The separated device, sheath and wire will be returned. There was no patient injury reported.